Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
Nurse reported to sales rep that they had problems with triathlon pin extractor. The extractor won't lift the pin from the bone as required. No adverse consequences reported.